Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported while using the high frequency electrosurgical unit with electrolyte solution, the alarm for non-electrolyte solution appeared several times. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed by replacing the cord and handle with the same product. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported while using the high frequency electrosurgical unit with electrolyte solution, the alarm for non-electrolyte solution appeared several times. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed by replacing the cord and handle with the same product. No patient harm was reported.